Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The device evaluation found a crack on the video connector. A definitive root cause of the phenomenon cannot be conclusively identified. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a crack on the video connector. There was no patient impact, no harm reported due to the event.